Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer observed the endoscope rotated in the opposite direction after it was reinstalled on the system. The customer explained that the endoscope had been removed for cleaning and once reinstalled, the endoscope moved to the down position instead of the up position. The technical service engineer (tse) explained that the rotation behavior also depended on the orientation of the endoscope base at the time of installation. During a subsequent cleaning and reinstallation, the customer verified that the endoscope then operated as expected. The procedure was completing with no reported injury.